Event description:
It was reported by the rep that when the devices and reload cartridge were used during a gastric bypass procedure, they produced an incomplete staple line. The procedure was finished using a competitor's device. There was no consequence to pt.